Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak during the patient's pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 4 of treatment. Air bubbles found in the patient line. Fluid was discovered in the pump module area; however, fluid was not discovered on the external of the cassette. Fluid leaked from an unknown location. The patient contact was unable to locate any holes or tears in the film or on the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact was advised to allow the cycler to dry overnight and continue usage the next day as well as follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was not available. Upon follow up, the patient contact confirmed there was moisture where the cassette attaches to the cycler door when removing the cassette. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak during the patient's pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 4 of treatment. Air bubbles found in the patient line. Fluid was discovered in the pump module area; however, fluid was not discovered on the external of the cassette. Fluid leaked from an unknown location. The patient contact was unable to locate any holes or tears in the film or on the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact was advised to allow the cycler to dry overnight and continue usage the next day as well as follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was not available. Upon follow up, the patient contact confirmed there was moisture where the cassette attaches to the cycler door when removing the cassette. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler.